Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and death, as listed in the graftmaster rx coronary stent graft system, instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information received revealed the patient's health was declining prior to graftmaster use. There were no devices issues and the graftmaster did not cause or contribute to the patient stay post-procedure. In the opinion of the physician, the use of the graftmaster stent did not cause or contribute to patient death in any way. The ultimate cause of death was cardiac arrest, lad perforation. The patient date of death was (B)(6) 2017. It is unknown if an autopsy was performed.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The graftmaster 2.80x16 is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the patient experienced a perforation in the left anterior descending coronary artery (lad) caused by another device and a myocardial infarction. Two graftmaster stents (2.8 x 16 and 3.5 x 16 mm) were used to treat the perforation. Although the stents sealed the perforation, the patient coded immediately as the lad had totally occluded during the code procedure and patient expired. No additional information was provided.